Event description:
It was reported that the patient was experienced high blood glucose levels on 26 apr 2026 due to site issue and treated with correction injection via multiple daily injections (mdi).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.